Event description:
The customer reported the ventilator was displaying an exhalation valve stuck open. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the problem. The service engineer replaced the exhalation valve as a precaution to address the reported problem. Applicable final testing was completed and tests, including alarms, passed per operating specifications. If the exhalation valve is open, the exhalation system may be open to atmosphere and unable to provide a pressurized breath.